Event description:
It was reported that the pt had not seen improvement in symptom relief since implant and that the dose was continuously increased. A seizure occurred and the pt was hospitalized for 4 months. An underdose was also reported following a decrease in dose and the pt experienced muscle rigidity and increased baseline spasticity. The concentration and daily dose of baclofen being delivered via the pump were not reported. The pt's care was transferred to another physician, whom he has seen once since the transfer of care. Add'l info has been requested from the hcp, but was not available as of the date of this report.